Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5115587/ 5126262.

Event description:
It was reported that the patient was complaining not getting any relief from migraine headaches. During the revision procedure the physician was having difficulty steering the lead and decided to abort the procedure that opted to explant the spinal cord stimulator. The patient was doing well postoperatively and the explanted products were not released by the facility.